Event description:
Info received indicates the ground loss light is flashing.

Manufacturer narrative:
The tech found the ground pin was missing from the power cord. The tech replaced the power cord plug to repair the bed.